Manufacturer narrative:
Product analysis: the device did not return for analysis. The shelf carton returned with the product packaging inside. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a mildly calcified and severely tortuous proximal lad lesion exhibiting 90% stenosis. The lesion was pre-dilated . During the procedure the device did not pass through a previously deployed stent. It was reported that the device failed to cross the target lesion. The account confirmed that the stent was deformed and that the reason for the deformation is that they tried to cross the lesion several times and it was forced because of the severe tortuosity. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Communications from the account confirmed that the stent was deformed and lost after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.